Event description:
It was reported via repair work order that the tracks on the stair chair were loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.